Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was around 400 mg/dl. The infusion set had a bent cannula. The customer was in a diabetic ketoacidosis and just got home from the hospital. The high pressure test passed. The customer felt exhausted. She treated her blood glucose level with syringes. The customer was hospitalized on (B)(6) 2016. At the hospital she was placed on insulin drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.